Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding concerto coil break. The patient was undergoing a splenic artery embolization procedure treating a 35mm aneurysm. The artery diameter was 6mm. Vessel tortuosity was severe and it was noted that access to the aneurysm was incredibly tortuous. No vessel calcification was noted. It was reported that the device was not prepped per the instructions for use (IFU). The coil broke when loading into the microcatheter. It was noted that the surgeon was not using an rhv and this user error likely contributed to the event. The coil was removed and replaced with another manufacturer's device to continue the procedure. There was no harm or injury to the patient.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the coil had some resistance during insertion in the microcatheter. The microcatheter was not a medtronic device. When the coil was withdrawn, it was noted the the wire was kinked.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported continuous flush was not administered during the procedure despite suggestion to do so. There was no damage observed to the catheter. After the coil broke and was removed, the same catheter continued to be used for completion of the procedure.